Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation.  Visual inspection was performed to the photograph and the video using the naked eye which revealed a leak at the port 2, spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. This was discovered during micro testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.